Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2002 - l4-5, l5-s1 lumbar diskectomy. (B)(6) 2003 - l1-2-3 instrumented fusion (iliac crest <(>&<)> local bone graft). Following are the procedures performed: pedicle screw fixation l1-2-3. Arthrodesis l1-2-3. Diskectomy left l1-2. Decomp ression left l2-3. Iliac crest graft and local bone graft, stealth guidance. (B)(6) 2004 - tlif l3-4, l4-5 (iliac crest <(>&<)> local bone graft) following are the operations performed: arthrodesis, l3-4, 4-5, 5-1, pedicle, screw instrumentation l1, 2, 3, 4, 5, s1. Removal of hardware l1, 2 and 3 with replacement of rods, transforaminal lumbar interbody fusion, right l3-4 and l4-5. Diskectomy right l5-s1 with incidental disckectomies l3-4 and l4-5 in the course of interbody fusion. Iliac crest graft. Local bone graft, stealth guidance. (B)(6) 2004 patient had need for cage fixation of l5-s1 level of the spine. Patient underwent the following procedures: anterior retroperitoneal exposure of l5-s1, anterior lumbar interbody fusion cage, arthrodesis, bmp, l5-s1 . Radiological date: radiologic studies show narrowing at l5-s1 with internal fixation devices well placed and no other abnormalities. Preop dx: lumbar laminectomy syndrome, instability. Operation: arthedosis at l3-4, l4-5 and l5-s1; pedicle screw instrumentation, l1 -s1, segmental removal of hardware at l1-2-3, with replacement of rods, transforaminal lumbar interbody fusion, right l3-4 and l4-5, diskectomy, right l5-s1, with incidental dislectomies at l3-4 and l4-5 in the course of interbody fusion; iliac crest graft, local bone graft, stealth guidance. On an unknown date post-op, patient sustained unspecified injuries.